Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned taper found the exposed surface of the insert to be scratched and gouged. The taper is scuffed and exhibits debris consistent with the debris found affixed to the stem. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records stating there was severe corrosion around the trunnion and significant metal changes around the metal on metal articular surface and soft tissues. The stem and cup were removed without difficulty with minimal to no bone loss. There was significant osteolysis deep in the acetabulum and metal debris was also removed from the acetabulum. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03427. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 12 years post implantation due to in-vivo corrosion, osteolysis, altr and implant wear. All products were removed and replaced. Severe corrosion around the trunnion and significant metal changes around the metal on metal articular surface and soft tissues was noted. There was also significant osteolysis deep in the acetabulum. All components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157848 ¿ m2a magnum cup ¿ unknown lot. 11-103203 ¿ taperloc stem ¿ unknown lot. 157442 ¿ m2a magnum head ¿ unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02958, 0001825034-2020-02960.

Event description:
It was reported that patient underwent a right hip revision approximately 12 years post implantation due to in-vivo corrosion and osteolysis. Severe corrosion around the trunnion and significant metal changes around the metal on metal articular surface and soft tissues was noted. There was also significant osteolysis deep in the acetabulum. All components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.